Event description:
It was reported that the patient experienced with this implantable cardioverter defibrillator (ICD) experienced t-wave oversensing while playing pickleball, with device thresholds and impedance trending high; there is a raising concern for a possible lead fracture. Due to large t-waves and the inability to adjust programming to resolve the issue, the patient will require lead extraction and reimplantation. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced with this implantable cardioverter defibrillator (ICD) experienced t-wave oversensing while playing pickleball, with device thresholds and impedance trending high; there is a raising concern for a possible lead fracture. Due to large t-waves and the inability to adjust programming to resolve the issue, the patient will require lead extraction and reimplantation. The device remains in service. No adverse patient effects were reported.